Manufacturer narrative:
These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient to be able to continue using the bone anchored hearing system.

Event description:
The implant would not seat in the bone during surgery.